Event description:
Event description guidant received information that this chronic right atrial pace/sense lead is demonstrating a pacing impedance measurement of >3000 ohms, sensing is 0.5 mv and there is no capture reported. It was further noted that the daily measurements demonstrate a significant change in impedance and sensing from 4 months previously (impedance was 600 ohms and sensin was 1.8 mv). It was also noted that the patient underwent hip replacement surgery four months ago.